Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the posterior corner removed from the endplate that is disassociated from the implant assembly as seen in the images initially provided. This appears to have been done with a burr, pituitary, kerrison or ronguer but the exact method is unknown. The second endplate is partially disassociated from the assembly along the side of the assembly. There is deformation along both sides of the endplate that is partially disassociated. It is unknown if the deformation happened during insertion or removal of the implant. There is excessive deformation on the posterior face of the frame and the drive screw where the inserter would attach. The frame also has some deformation along the sides. It is possible that excessive force during impaction caused the deformation and failure; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was needed for a caliber spacer endplate that broke and migrated 3 days post operatively.